Event description:
The manufacturer received information alleging unit alarming vent service required but unable to view event log. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and after the system board was replaced, the error logs were able to be downloaded for review. A ventilator inoperative error code (evt_tpy_held_in_bm) related to the therapy cpu still running in boot monitor software was found. The issue was resolved by replacing the system board. Additionally, an error code related to the calibration data table (evt_cal_data) and an error code related to the software certificates (evt_crypto_cert_error) were found in the error log. Both of these errors were resolved by reinstalling the software. These issues are not considered reportable malfunctions and are not related to the reportable vent inop malfunction.